Event description:
It was reported to (B)(6) that bain fistula needle 15gx1, 25m is causing pain with cannulation and clotting issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).